Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 0 mg/dl with difficulty speaking, unsteadiness when standing and walking, blurred vision, confusion, and cognitive impairment. It was reported the patient required assistance from a 3rd party and was treated by emergency medical service personnel and a healthcare provider with intravenous glucose. It was reported the pump settings were not recently changed and the patient remained on the pump. The reporter noted the pump alarmed for a loss of prime and the patient primed while attached. This complaint is being reported because the alleged serious injury was attributed to pump use error. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/11/2015 with the following findings: the complaint was no confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related issues; data relevant to the complaint date was overwritten due to extensive continued pump use. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.